Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported her husband¿s adc blood glucose meter would not power on with button press due to moisture exposure. It was further reported that customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. An ambulance was called and upon their arrival, treatment was rendered however, detail of the treatment was not provided. The customer was taken to a hospital where he was diagnosed with hypoglycemia, no further treatment information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer¿s wife reported her husband¿s adc blood glucose meter would not power on with button press due to moisture exposure. It was further reported that customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. An ambulance was called and upon their arrival, treatment was rendered however, detail of the treatment was not provided. The customer was taken to a hospital where he was diagnosed with hypoglycemia, no further treatment information was provided. There was no report of death or permanent injury associated with this event.